Manufacturer narrative:
The reported event of the guidewire could not withdraw was confirmed. X-ray examination found bunching up of the inner coil at the connector region. The reported event was isolated to damaged inner coil consistent with procedural damage.

Event description:
It was reported that during initial implant, the physician was unable to remove the guidewire from the left ventricular (lv) lead. The lv was not used and replaced. The patient was stable throughout the procedure.